Event description:
The trapease filter was selected for the procedure, and there were no anomalies of the device once removed from the packaging and prepared for clinical use. Preparation was without difficulty. However, during advancement of the trapease filter through sheath, a filter strut sliced (perforated) the sheath. No friction was encountered felt during advancement of the filter through the sheath. The only noted was the anatomy of the inferior vena cava was tortuous. The filter was removed without vessel damage, and the procedure was successfully completed with another filter. There were no adverse effects to the female pt.

Manufacturer narrative:
The product is not available for eval and testing. However, any additional info will be submitted within 30 days upon receipt.